Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device suddenly turned off while in use on a cardiopulmonary arrest patient. The clinician rebooted the device. The clinical procedure was stopped and restarted. Additional details have been requested. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
The field service engineer evaluated the device. It was determined that this was a malfunction of the processor pca (printed circuit assembly) which was not replaced since the customer refused service and requested the device to be returned unrepaired. The device returned at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the processor pca. The reported problem was confirmed. The customer declined service.

Event description:
It was reported to philips the device suddenly turned off while in use on a cardiopulmonary arrest patient. The clinician rebooted the device. The clinical procedure was stopped and restarted. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.